Event description:
A small curl agilis was pulled out of package , there was no issue until it would not flush. We attached a 10cc syringe with heparinized saline to the side port but it wouldn't flush, it seemed blocked. None of the saline would go through.